Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4) . C3 ez steer cs catheter, model # d-1263-07-s. Mobicath small curve, model # d-1400-10. Pentaray nav eco catheter, model # d-1282-08-s. Soundstar eco catheter, model # m-5723-18. St. Jude medical brk-1 xs transseptal needle. St. Jude medical ramp 8.5fr sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation/atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the cti line, an audible steam pop occurred and the patent became hypotensive. Pericardial effusion was detected via ultrasound. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization in the intensive care unit as a result of the adverse event for monitoring. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. A st. Jude medical ramp 8.5 french sheath was used. Generator was set on power control mode with temperature cut-off of 40 degrees celsius. There is no information regarding generator settings. Power was not titrated. Overall ablation time at the site of injury was approximately 60 seconds. There is no information regarding last ablation cycle time at the site of injury. The length of the ablation cycle when the steam pop was observed at the same tip position was approximately 60 seconds. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained in an unspecified range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.